Event description:
It was reported the right atrial (ra) lead was damaged during the prophylactic extraction of the right ventricular (rv) lead. The ra lead exhibited diminished sensing, lower impedance and high pacing threshold. The ra lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned but analysis could not be performed due to legal restrictions. Visual summary analysis of the lead indicated apparent explant damage.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: d154awg ICD 2007-(B)(6). (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.